Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958726, 510k # k081297 was cleared in the united states. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016: the patient with atlantoaxial subluxation underwent posterior fusion at c1/2 using the medical devices (screws).after the operation (date unknown): screws at c2 was backed out and the damage to vertebral artery was found. On (B)(6) 2016: re-fixation of screws with magerl was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.